Manufacturer narrative:
(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. Only the swivel valves were returned. Additionally , two unopened units of product 02633-12 sheridan suction catheter were returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the tracheal-side swivel valve was broken. At this time, it could not be determined how or why the valve broke. However, the sample has been sent to the supplier of the product for further investigation. The reported complaint of "connector is broken inside packaging" could not be confirmed since the sample was not returned with its packaging. However, a defect was confirmed with the sample as the tracheal-side swivel valve was broken. At this time, it could not be determined how or why the valve broke. The sample has been sent to the supplier of the product for further investigation. The root cause of this complaint issue is undetermined.

Event description:
Customer complaint alleges "the connection piece was broken in the package." Alleged defect reported detected during inspection prior to a patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer for evaluation at the time of this report. However fifty samples of a variant model p/n 5-16139 et tube, sher-I-bronch, ls, 39 fr lot# 73l1800255 were taken from current production. The samples were visually inspected and issue reported "connector is broken inside packaging" was not observed in the current manufacturing process. A device history record investigation for the device and lot number reported did not show issues related to complaint. A record assessment (fmea) was conducted and not update is required. Customer complaint cannot be confirmed. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the connection piece was broken in the package." Alleged defect reported detected during inspection prior to a patient use. No patient involvement was reported.